Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "powerloc max extension set tubing broke." Additional information received 2/24/2022: at what point during device use (i.e. Insertion, infusion, removal) did the break occur? Infusion was the product used on a patient? Yes. Any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. A patient¿s port was accessed with a power loc infusion set. At some point, the tubing broke just below the cap. This exposed his port to a non-sterile environment and allowed blood to flow freely into his bed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 20ga infusion set. The depicted portion included the luer adapter, a portion of extension tubing and a portion of clamp. Usage residues were visible and a needleless injection cap was attached to the luer adapter. The luer adapter was completely detached from the extension tubing. Damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported "powerloc max extension set tubing broke." Additional information received 2/24/2022: at what point during device use (i.e. Insertion, infusion, removal) did the break occur? Infusion was the product used on a patient? Yes. Any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. A patient¿s port was accessed with a power loc infusion set. At some point, the tubing broke just below the cap. This exposed his port to a non-sterile environment and allowed blood to flow freely into his bed.